Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance of greater than 125 ohms on the right ventricular (rv) lead. The shock impedance was tested in each vector and the ICD was reprogrammed in the distal coil to can configuration. Additionally, it was noted that the patient had recently received two appropriate shocks and the shock impedance was in the normal range. Boston scientific technical services (ts) advised considering defibrillation threshold (dft) testing to ensure shock efficacy in the new shock vector configuration. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the physician opted not to conduct additional defibrillation threshold (dft) testing at this time. This product remains in service. No adverse patient effects were reported.